Event description:
During incoming inspection the device shut down inappropriately after going through boot sequence. Complainant indicated that there was no pt involvment in the reported malfunction.